Event description:
It was reported tissue shearing occurred. It was noted that the patient had complicated anatomy prior to the procedure. A left atrial appendage (laa) closure procedure was performed using a watchman access system (was) and 33mm watchman laa closure device with delivery system (wds). During the initial deployment of the 33mm closure device the device did not meet position, anchor, size and seal (pass) criteria and was recaptured. During the recapture of the closure device, the anchor of the device damaged the wall of the appendage shearing a piece of tissue onto the anchor. The closure device was removed from the patient and exchanged for a smaller size. A 24mm closure device was used to successfully seal the laa. There was no intervention required for the tissue damage, and the patient was discharged.

Manufacturer narrative:
Device evaluated by MFR.: the watchman delivery system (wds) with the implant deployed was returned for analysis. The device was visually and microscopically examined. Visual inspection showed that there were numerous kinks in the sheath. Microscopic exam found tip damage as the tri-cuts were flared, and abrasions were within the sheath tip. The implant had anchor damage. Product analysis could not confirm the reported event as clinical circumstances could not be replicated. The observed tip and anchor damage is consistent with deploying and recapturing the implant. The observed kinks were attributed to procedural factors due to the forces that are put upon the device during insertion, advancing and manipulation.

Event description:
It was reported tissue shearing occurred. It was noted that the patient had complicated anatomy prior to the procedure. A left atrial appendage (laa) closure procedure was performed using a watchman access system (was) and 33mm watchman laa closure device with delivery system (wds). During the initial deployment of the 33mm closure device the device did not meet position, anchor, size and seal (pass) criteria and was recaptured. During the recapture of the closure device, the anchor of the device damaged the wall of the appendage shearing a piece of tissue onto the anchor. The closure device was removed from the patient and exchanged for a smaller size. A 24mm closure device was used to successfully seal the laa. There was no intervention required for the tissue damage, and the patient was discharged.